Event description:
A male pt's wife contacted customer support to report that the response button on his monitor would not work. Support sent another monitor to the pt.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The defective response button problem was confirmed. When the button was depressed it would not trigger a response. This was due to a defective switch. The root cause of the defective switch is currently under investigation and has not been determined to this date. The monitor was repaired. No adverse event resulted from the faulty response button. The pt received a replacement monitor.